Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a syringe 2ml emerald bns the plunger of the syringe is unstable, it moves in all directions when pulled.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. No issue was found in that sample, the performance of the plunger was correct. We could not confirm the reported issue.

Event description:
It was reported that a syringe 2ml emerald bns the plunger of the syringe is unstable, it moves in all directions when pulled.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. We could not confirm the reported issue or determine a root cause.

Event description:
It was reported that a syringe 2ml emerald bns the plunger of the syringe is unstable, it moves in all directions when pulled.